Event description:
Reason for check was due to weakness and irregular heart rates. The right atrial (ra) lead exhibited undersensing resulting in inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).